Event description:
Consultant reports: while doing a lumbar fusion l4-s1 procedure, the surgeon was final torquing the screws and the polyaxial screw head holder (03.607.005) broke. No pieces went into the patient. The surgeon selected another holder and completed the procedure with no further problem. This is report 1 of 1 for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation determined the relevant dimensions were found to be within the specification. The visual inspection revealed the fracture face is homogenous which indicates material conformity. There are clearly visible stress marks at the tip of instrument next to the initial fracture zone.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.